Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the o3 module connector 2 dysfunction after 5 minutes of measurement. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The module was placed in the test fixture and measurements were obtainable on channel 2 only. The obtained measurements were continuous with cable and connector manipulation and the recorded values were consistent with a known good module. Internal inspection showed contaminant on the female mating pin of the module. The customer complaint was not duplicated however the presence of the contaminant is a possible root cause of the reported complaint. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 9713 gz.

Event description:
The customer reported the o3 module connector 2 dysfunction after 5 minutes of measurement. No patient impact or consequences were reported.